Event description:
It was reported that in 2011, the device displayed an output circuit damage alert. A lead anomaly was suspected. The patient received the system due to cardiomyopathy and low ef post chemotherapy treatments. The tachy therapies were programmed off when the patients health improved and only pacing was required. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.